Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent up button response due to corroded keypad trace. No ramping numbers on their own or scrolling bar moving anomaly noted. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 9.9 mmol/l. The customer stated that the insulin pump started giving numbers without stopping during a bolus attempt; confirmed that the clock time was changing. Pressing the esc and act buttons did not resolve the issue. The customer stated that the insulin pump was worn in the bra, which may have exposed the device to moisture. Advised replacement of the insulin pump. Nothing further reported.